Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown cause. A new lead with a different model was implanted. No additional adverse patient effects were reported. Additional information indicates that the right ventricular (rv) lead was explanted due to the lead exhibiting out of range impedance due to fracture. A new rv lead with a different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown cause. A new lead with a different model was implanted. No adverse patient effects were reported.